Event description:
It was reported that during a nephrectomy procedure, the device did not work; it locked out. The case was completed with another device of the same product code. No other information is available. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. Additional information was requested and the following was obtained: on what tissue type was the device used? Vessel. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Before the first. During which stroke did the event occur? Asku. What color cartridge was being used? White. What other color cartridges were used before and after this event? No. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? N/a. Was there any difficulty removing the device from the tissue? No. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.